Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b2; b4; b5; d1; d2; d4; d11; g4; g5; g7; h1; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03548 0001825034-2020-03549 d11: peg partial thread 2.5x14mm part# tp14000 lot# unk peg partial thread 2.5x16mm part# tp16000 lot# unk the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: part# tp14000; lot# unk. Part# tp16000; lot# unk. Part# unk dvr plate; lot# unk. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately two (2) weeks ago, patient underwent a revision to remove dvr plates. Surgeon was unable to remove the screws due to the screwdriver tip collapsing. The implant remained in the patient and the procedure was aborted. The implant remained in the patient. Attempts have been made and no further information has been provided.